Event description:
A patient underwent a thoracoscopic maze procedure with concomitant left atrial appendage exclusion (laae). During left pulmonary vein isolation with the eml2 clamp, there was an atrial appendage tear. The resultant bleeding was effectively treated with application of pressure and a pledgeted suture. Treatment plan was not altered, and the patient recovered without further reported complication. This was a procedural complication that required intervention. There was no reported device malfunction.

Manufacturer narrative:
(B)(4) the eml2 device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.